Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 46 mg/dl which was treated by food. Customer's blood glucose level at the time of reporting was 198 mg/dl. Customer was using insulin pump within 48 hours of reported event. Insulin pump was not on auto mode. Device will not be returned for analysis.